Manufacturer narrative:
Conclusion - death occurred but, it is not suspected to be related to vns therapy. Device failure is not suspected.

Event description:
Foreign correspondence indicated a vns patient died. The patient was received palliative care at the time of death. This suggests the patient had cancer. The cause of death remains unknown. No further information has been provided.